Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While prepping the 3.50x32mm liberte bare stent delivery system (sds) to treat the circumflex artery (cx), the physician noted that the stent was not on the balloon. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient was discharged home in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the delivery catheter was received with the stent protector placed over the balloon and the product mandrel inserted through the wire lumen. The protector was removed from the balloon and it was confirmed that the stent had detached from the balloon and was not received for analysis. An examination of the balloon found a clear impression of where the stent had been crimped initially. There was no evidence to suggest that the balloon had been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgement occurred. While prepping the 3.50x32mm liberte bare stent delivery system (sds) to treat the circumflex artery (cx), the physician noted that the stent was not on the balloon. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient was discharged home in good condition.